Event description:
Directly after opening the lens blister, the pt detected a strange odor. Same experience when opening a second lens blister. Nevertheless, the pt inserted the lens on her eye resulting in massive irritation and oedema of the cornea. Pt reports she has suffered a change of the cornea radius and an increase of the myopia of about -1.00d. Pt reports she consulted an eye doctor and at the moment, it is open whether the pt can wear lenses again.

Manufacturer narrative:
Complaint lens - received open - no defects found. Sealed lenses from sale lot -total of 4 - no defects found and no smell detected when blisters opened for inspection. A review of the lot history and current non-conformance and complaint data found no additional info related to this complaint. Review of the batch record info including the release form for the packaging solution used does not indicate anything that could be related to this complaint. Laboratory analysis of the packaging solution did not identify any non-conformance in the solution. No smell or strange odor was detected. A test for residual peroxide in the solution was negative - results = 0ppm. This case is considered to be a possible serious injury with possible permanent impairment of unk origin. The cause of the event is not known and it is unk if it is related to lens wear. It is indicated that treatment was provided, but the details of that treatment have not been reported to date. Based on info provided to date, there is no clear indication that the device could have caused or contributed to the pt's condition.